Event description:
Information received from the field does not address the patient's clinical status but notes that during an attempted implant of the lead thresholds were not acceptable. When the physician attempted to remove the lead, the tip became lodged in the ventricle and could not be advanced or retracted. An additional surgery was performed to the groin area to allow access to snare the lead and remove it from the ventricle.